Event description:
A customer called beckman coulter regarding discrepant urine test results from a pt. The pt's urine sample was tested with the icon 25 test kit and the result was negative(-). The customer did not provide the collection time for the urine sample. A serum was collected and was tested using the icon 25 hcg test kit and the result was positive(+). The customer retested the pt serum sample using an ortho vitros (beta) instrument for quantitative analysis and the hcg serum result was 172,000miu/ml. There has been no change to pt treatment that can be attributed to this event.